Event description:
Kimberly-clark received notice on 09/21/1998 alleging that on 08/17/1995 patient was diagnosed with toxic shock syndrome. Patient was allegedly using kotex security super absorbency menstrual tampons.